Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the body kinked in the middle of the device. Also the spring tip is unraveled and has a section broken. The section broken was not returned. Overall length and overall diameter of distal tip couldn't be measured due to the device condition. Overall diameter in the middle of the device and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a rotawire was fractured and remained inside patient's body. The target lesion was located in the proximal circumflex artery. A rotawire¿ was selected to advance to the target lesion; however, during the procedure, it was noted that the rotawire was unable to advance further into the target lesion. A 2.0 x 12 emerge balloon catheter was used for additional support; however, it was observed that the rotawire sheared in half, leaving approximately 47cm or 40mm of the rotawire in the artery. Several attempts of snaring were done to retrieve the rotawire fragment, but were unsuccessful. Subsequently, the patient was scheduled for by-pass surgery. There were no further patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a rotawire was fractured and remained inside patient's body. The target lesion was located in the proximal circumflex artery. A rotawire¿ was selected to advance to the target lesion; however, during the procedure, it was noted that the rotawire was unable to advance further into the target lesion. A 2.0 x 12 emerge balloon catheter was used for additional support; however, it was observed that the rotawire sheared in half, leaving approximately 47cm or 40mm of the rotawire in the artery. Several attempts of snaring were done to retrieve the rotawire fragment, but were unsuccessful. Subsequently, the patient was scheduled for by-pass surgery. There were no further patient complications reported.